Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented to the clinic after receiving alerts for non-sustained lead noise. The non-sustained lead noise episodes were triggered by intermittent undersensing of pvcs. Programming changes were recommended. Device remains implanted.